Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012 alleging having a low prime volume when priming the subject pump. The patient reported issue started a couple of weeks prior. The patient claimed that it is only taking 1 to 3 units to prime the tubing. At the time of troubleshooting, review of pump's prime history showed that the patient used 1.3 units to prime tubing on (B)(6) 2012 and 3.5 units to prime on (B)(6) 2012. The patient was unable to verify if any insulin was pushed into the tubing during the load step. The patient claimed since the pump should not be pushing any insulin during that step, she was not inspecting the tubing prior to priming. Review of pump's alarm history showed no associated alarms. Customer support noted that the low prime volume may be as a result of the pump not recognizing a filled cartridge. This complaint is being reported because the alleged issue was unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to verify or duplicate the alleged complaint of a low prime volume. No defect was found. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was opened and no damage was found to the force sensor circuit. Prime history verifies the reported prime volumes. There are no "pump not primed" warnings or "cartridge detected" warnings observed in the black box.